Manufacturer narrative:
A review of the complaint history for sn 15458123 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 15458123 was performed from the date of manufacture, 16-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer label configuration was incorrect. A field service engineer (fse) informed the technical support specialist (tss) that the printer was printing, but the label required reconfiguration because it was difficult to read and could not be scanned. The label printer settings were adjusted, and a long print queue was cleared. Subsequently fse did troubleshoot including reseating cables, power cycling the device, and testing alternate uninterrupted power supply (ups) ports which did not resolve the issue, so the printer was replaced. The new printer was installed, reconfigured, and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the thermal printer was not working. The customer attempted to reboot the station, but the issue persisted. There were no delay, no adverse events or injuries reported based on this event.